Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 585 mg/dl at the time of incident and the current blood glucose of the patient was 461 mg/dl. The customer¿s blood glucose level was 365 mg/dl, 345 mg/dl, 500 mg/dl and 600 mg/dl. Customer was treated with manual injection. Customer reports the following symptoms related to their high blood glucose level such as fatigue, blurry vision and affecting vision. Troubleshooting was performed. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The device will not be returned for analysis.